Event description:
It was reported that the tip of a pyrenees non-tapered torque driver would no longer grip the screw head intra-operatively. Surgery was successfully completed with another driver and no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the tip of a pyrenees non-tapered torque driver would no longer grip the screw head intra-operatively. Surgery was successfully completed with another driver and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The returned driver was observed to be deformed at the tip, the hexalobe is twisted at an angle between 30-60 degrees. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Based on the deformation on the driver the most likely cause of this event is excessive torsional force causing a bending stress on the driver.